Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, station failed to show patient information. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to show patient information. The technical support specialist (tss) connected remotely into the station and restarted the peripheral and network communication with the help of the knowledge article "patients and orders are not crossing over". The tss verified that the issue was resolved, and the customer also confirmed the same. The system functioned as intended after the technical support specialist investigated the device issue.